Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced.

Event description:
It was reported that, "the button start default." The event took place after patient use. No patient harm/adverse event was reported. Device evaluation revealed a damaged downstream occlusion seal.